Event description:
Customer reported device = 377 mg/dl. Customer went to the hospital. Additional glucose results = 400 and 495 mg/dl; however, the type of device was not provided. Customer was treated with insulin and saline and moved to a "heart hospital". No controls used. A request was made for return product and replacement product was sent.